Manufacturer narrative:
D4 - primary UDI number, d7a: corrected. H4 - device MFR date: unknown. H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a defective latch lock flex sensor. The event history log (ehl) was reviewed. The alarm related to locked cassette was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective latch lock flex sensor.

Event description:
It was reported that the pump had a latched cassette error occurred during self-test. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period